Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 251 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the strips.